Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Although our dialyzers are 100% tested for leaks, leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review noted that the product was found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that a rupture of the dialyzer¿s fibers occurred three hours and 54 minutes into a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up, it was confirmed by the head nurse that the there was a ¿massive blood leakage alarm.¿ there was a visible rupture of the inner membranes and venous catheter, visible at sight. The patient was hemodynamic stable. The patient was disconnected and treatment was not restarted. All products used in treatment were fresenius products. There was no patient injury or need for medical intervention. No further details provided.